Event description:
Nurse was attempting to deflate a foley catheter and was only able to aspirate 5cc. The foley was cut and there still was no return from balloon. The pt became impatient and pulled the catheter out. The balloon still contained 2-3cc of water in it.